Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient uses the speech processor inconsistently. He participates in pole vaulting. According to the user, the device was most likely damaged when he hit his head while jumping. As he rarely uses the speech processor and frequently falls, he is unable to identify the exact date or time of the injury.